Event description:
On (B)(6) 2012, 3 zilver ptx stents were placed in the left sfa. Before (B)(6) 2013, in-stent restenosis was confirmed. On (B)(6) 2013, pta was performed. On (B)(6) 2013, the pt has a favourable outcome.

Manufacturer narrative:
There were no zilver ptx devices of lot number c771051 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for eval. The stent was implanted in the pt therefore is not available for eval. Angiogram images were planned to be provided to support the complaint investigation, however, no images were received to date. As no images were available for review, the customer complaint could not be confirmed. Dual antiplatelet therapy is recommended to improve the outcome of the pts undergoing stenting. Info received indicated that the pt was not administered any antiplatelet therapy prior to/after the stents had been implanted. It is known that the main complications after stent implantation are in-stent restenosis and stent thrombosis. In this case, it has been confirmed that restenosis did not occur due to thrombosis. Moreover, re-stenosis is a common adverse event of endovascular procedures and is more related to the procedure itself rather than device malfunction. The root cause of restenosis cannot be determined. As per instruction for use ifu0063-5 restenosis of the stented artery is noted as a potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. It has been reported that the pt had a favourable outcome after pta on the (B)(6) 2013. Quality engineering assessed the complaint using the health risk assessment scale and the risk has been determined to be moderate. Customer qa will continue to monitor complaints of this nature for potential emerging trends.